Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the patient¿s replacement surgery, it took the physician ¿an hour and a half to finally get it at the correct site.¿ it was noted that the patient had been reprogrammed ¿countless times¿ to cover her pain areas, but she had a difficult time getting pain relief. It was noted that the surgeon ¿felt it was probably due to the patient¿s scoliosis being at the place that the leads are at.¿ additional information reported that impedances were not performed ¿except when the system was implanted and exchanged". It was noted that all of the electrodes provided stimulation, so impedances were not indicated. It was noted that the patient had an x-ray, which showed the lead in the correct location but also showed scoliosis. It was noted that many reprogramming sessions were conducted. It was further noted that the patient had scoliosis and the surgeon felt this was the reason it was not possible to get the lead in the area to allow for stimulation in the area of pain. No interventions were planned as of this report. It was noted that the patient was not receiving any therapy and it was ineffective so the patient had stopped using it. It was further reported that at the time of the report the patient had the 5-6-5 paddle lead she originally had implanted. More than two weeks later it was reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or medtronic representative. The patient was just not getting the coverage where her pain was, even though "the medtronic representative had tried everything." It was stated that the patient thought "it was just her anatomy." Additional information received from the patient reiterated that the ins never really worked well and that their back pain changed. They tried every which way to make it work but they were unable to so the ins was removed. No further complications were reported.